Event description:
At about 2 years and 1 month after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (10mm) to a thicker one (12mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-nov-2022: lot 2000392: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.